Event description:
It was further reported that 8 days post the index procedure the patient was hospitalized for non-cardiac chest pain and treated with medication. The patient was discharged 5 days later without residual effects and was discharged on aspirin and prasugrel. Per the physician, the event was listed as "related" to the study device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04960. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced chest pain. The index procedure treated the 99% stenosed, 3.5x50mm target lesion located in the proximal right coronary artery (rca) extending into the mid rca. Treatment consisted of pre dilation, the placement of two 3.0x32mm taxus liberte study stents and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Four days later the patient experienced chest pressure of unknown etiology. The patient refused repeat angiography to determine the etiology of the chest pressure, but was treated with medication. In (B)(6) 2010, the event was considered resolved without residual effects. Per the physician, the study stents were listed as "possibly related" to the event.